Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform properly. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform properly. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No leaks were found. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. Microscopic observation identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the reported tubing hole could not be confirmed through product analysis.